Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons losing sensitivity, had to repeatedly press button for the selected action to be performed. Customer reported that the screen was dimmer than it used to be and is hard to read in sunlight. Customer reported that the insulin pump doesn't recognize new battery when replace the battery it had to take the battery out and put it back in multiple times for the insulin pump to recognize it. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.